Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter, receiver and smart device that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. Product data was reviewed on (B)(6) 2015. The customer complaint of loss of connection was confirmed. A root cause could not be determined.